Manufacturer narrative:
Correction to h10 clarifying statement "the disinfectant was used within the effective expiration and within the effective concentration range." This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A few defects were noted during the device evaluation however, those defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. The device was evaluated where the abnormalities noted could not be confirmed to have led to the positive culture. Foreign matter was confirmed in the biopsy channel, sodium and chlorine were detected by analysis of the collected white matter. It is likely that the foreign matter was present due to insufficient reprocessing. Corrosion at the electrical contacts of the scope connector was confirmed. It is likely that a chemical came into contact with the electrical contacts and corroded them. Scratches at the inner wall of the biopsy channel were confirmed. It is likely endo therapy accessories scratched the channel. Such as insertion of an accessory while the jaw was open. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal tested positive for microorganisms when cultured. The scope was cultured three times. When the device was first cultured, the suction line tested positive for bacillus cereus for an unspecified amount of colony forming units (cfus). When the device was cultured for a second time, the tip tested positive for bacillus subtilis and the suction line tested positive for klebsiella for an unspecified amount of colony forming units (cfus). When the device was cultured for a third time, the suction line test positive for klebsiella for an unspecified amount of colony forming units (cfus). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided additional information regarding the cleaning, disinfection and sterilization (cds) practices used at the user facility. The device passed the leak test. The start of the pre-cleaning was not delayed. The customer used a suction pump to suction water from the forceps/suction channel. The mh-948 was used to send air and water to the supply/water channel. There were observed unspecified abnormalities in the accessories used for the reprocessing. Manual cleaning was performed within one hour after the case. In some instances, there are cases in which the device is left at bedside for three to five minutes after cleaning. During manual cleaning, power quick was the cleaning solution used by the customer. Brushes are used to clean for the forceps/suction channel, suction cylinder, and forceps mouth. The customer does not perform manual disinfection. According to the customer, when the scope is being cleaned in the sink, it is only being immersed under the running water, not in the sink itself. Therefore, the liquid is not being sent by the injection tube. The customer uses automated endoscope reprocessors (aers) oer-4 (manufactured by olympus) as well as kd-1 and wm-s (manufactured by kaigen pharma). The customer uses kaigen washing machines with strong acidic water during the inspection and high-level disinfection (hld) with the oer-4 at the end of the day. The customer uses the cleaning solution end quick and additional cleaning solutions by kaigen pharma and olympus. The customer uses antiseptic solution aceside and hypochlorous acid water. Manufacturers uses for the antiseptic solutions are saraya and kaigen pharma. The disinfectant was used within the effective person and within the effective concentration range. When rinsing the endoscope cleaning and disinfecting the equipment, the customer uses filtered water. The customer stores the scopes in cabinet with a drying function. The device was returned to olympus for evaluation. The evaluation found debris on the forceps tip, corrosion on the scope connector metal contacts, stretched angle wires, cracked adhesive on the bending section cover, cracked light guide lens, obstructed nozzle and a deformed insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.